Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager contacted zoll customer support to report that a (B)(6) male pt died while wearing the lifevest. A data download revealed that the pt had been treated appropriately at 11:25:55 on (B)(6) 2013. The ECG showed that the pt was in vf and received a full 150j pulse. The post shock rhythm was sinus bradycardia. Thirty minutes later, at 11:55:56 the device alarmed for asystole. The ECG showed sinus bradycardia at 32 bpm. Asystole is considered a non-treatable rhythm. The device operated as designed and properly detected and treated the ventricular arrhythmia. There was no indication of any device malfunction.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) was completed. As received, the monitor was fully functional and able to detect and treat a pt. Device evaluation of electrode belt (B)(4) was completed. Upon receipt, the belt was unable to be investigated, as it was severely contaminated with foreign material. However a review of the ECG rhythms and flags do not indicate any device malfunction. Device manufacture date and usage of device: monitor (B)(4): 03/2013 - reuse. Electrode belt (B)(4): 01/2013 - reuse.